Manufacturer narrative:
The explanted device was returned to davol for evaluation. Product identifiers were not provided however, the patch was found to be a ventralex small circle, p/n (B)(4). The patch was found to be puckered toward the mesh side of the patch, forming a shape resembling a star shaped shell. There was a tissue ingrowth/attachment to the mesh side of the patch and there was also some type of tissue that initially appeared to be adhered to the eptfe side of the patch. This tissue was found to be loose, not adhered to the eptfe and could be removed from the eptfe without tearing the tissue or damaging the eptfe. There is no way for us to conclusively determine what caused the patch to deform. Factors to be considered that play a part in effecting a strong repair are: proper sizing, proper placement and proper fixation, all of which are addressed in the IFU for this device.

Event description:
The following was reported to davol: it was reported that during an unrelated procedure, a ventralex patch was visualised by the surgeon and noted to be "wrinkled." This was an incidental finding with no connection to the procedure being performed. The surgeon explanted the patch. As reported the wrinkled mesh was not causing any problems for the pt. No other device was placed at the site.